Manufacturer narrative:
This report will be amended when our investigation is complete. Returned, not yet evaluated.

Event description:
It was reported that the tibial articular surface provisional fractured during a knee arthroplasty procedure. No pieces were retained by the patient.

Manufacturer narrative:
(B)(4). Visual inspection of the returned tibial articular surface provisional (tasp) has fractured on the medial side of the post. The device was manufactured in august of 2013 and had an approximate field life of three (3) years and one (1) months with an unknown frequency of use. Review of the device history record and receiving inspection reports identified no deviations or anomalies. The complaint is considered confirmed as the returned tasp was fractured. The likely condition of the part when it left zimmer biomet control is considered conforming based on the product's field age and the DHR review. This device is used for treatment. Previous investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue.